Manufacturer narrative:
The device is not available to the manufacturer.

Event description:
It was reported that a neurovascular surgical procedure was performed in a patient for closure of an av (arterio-venous) fistula. During the procedure the subject balloon was advanced to the anatomical target lesion and when an attempt was made to inflate the subject balloon, the subject balloon burst during inflation. It was reported that the subject balloon crossed a stent on its way to the target lesion. The procedure was modified and was completed successfully by sealing the fistula by coils. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
Due to the automated mes system there are controls in the manufacturing process to ensure the product met specifications upon release. Visual microscopic inspection: the balloon catheter shaft was noted to be kinked/bent at 6cm and 18.5cm from the distal tip. Functional inspection: the balloon catheter was flushed and a demonstration 0.014¿ guidewire was advanced to the distal tip without issue. An attempt was made to inflate the balloon unsuccessfully, the catheter leaked from the tear at approximately 0.5cm from the distal. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint was confirmed based on analysis. The device failed to meet specification when received for complaint investigation based on the analyzed anomalies noted to the device. Additional information provided by the customer indicated that there was nothing observed with the device prior to use, continuous flush was maintained for all catheters. The balloon was inside the patient when the issue occurred. The patient¿s anatomy was medium-severe tortuous. The balloon catheter system was used as per dfu and the balloon was inflated/deflated during prep. The correct amount of inflation media used to inflate the balloon. The balloon was prepped according to the guidelines with a contrast media solution. The % contrast used during preparation and procedure was 50/50 approx. There was no leakage noted during preparation. The device was not inflated over nominal pressure and no excessive pressure was used, the tip of the guidewire in relation to the tip of the balloon catheter was distal. The anatomy location where the balloon did burst was straight, but there was a stent. The balloon did deflate completely but a leak was noted at the distal tip. This issue was noted at inflation in the patient (2 other balloons from a competitor had failed to navigate to the endpoint). Other devices used in the procedure in conjunction with the subject device(s): the benchmark 071 (penumbra) to provide support to the balloon. The medical procedure the subject device was used for was closure of an av fistula. It was a cerebral procedure. The procedure was completed successfully by coils, the interventionalist managed to seal the fistula. The patient was not affected because of this event. There was no surgical delay due to this reported issue and no medical intervention performed due to this event. The device was returned for analysis and the balloon catheter shaft was noted to be kinked/bent 6cm and 18.5cm from the distal tip. The balloon catheter was flushed and a demonstration 0.014¿ guidewire was advanced to the distal tip without issue. An attempt was made to inflate the balloon, but was unsuccessful, the catheter leaked from the tear at approximately 0.5cm from the distal end. The as reported and analysed ¿balloon burst/ruptured during use¿ in addition to the as analysed ¿balloon has hole/perforation during use¿, ¿balloon catheter kinked/bent¿, 'balloon failed to inflate¿ and ¿balloon leaked during use¿ will be assigned procedural factors as these defects appear to be associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural or anatomical factors during use.

Event description:
It was reported that a neurovascular surgical procedure was performed in a patient for closure of an av (arterio-venous) fistula. During the procedure the subject balloon was advanced to the anatomical target lesion and when an attempt was made to inflate the subject balloon, the subject balloon burst during inflation. It was reported that the subject balloon crossed a stent on its way to the target lesion. The procedure was modified and was completed successfully by sealing the fistula by coils. No clinical consequences were reported to the patient due to this event.